Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) d4) updated to "unknown" as it is no longer possible to identify which device are involved. D4) catalog# is unknown but referred to as zenith alpha¿ thoracic endovascular graft summary of investigational findings: this complaint is opened to address two type 3a endoleaks in a patient enrolled in a prospective, post-market, multicentre, observational study (MDR-2091). The endoleak was found during an imaging review in (B)(4). A 76-year-old female presented with a primary diagnosis of a thoracoabdominal aortic (taaa) degenerative aneurysm. Preoperative CT imaging identified involvement of the celiac artery, superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). The proximal landing zone was in zone 3 (first 2 cm distal to the left subclavian artery), and the distal landing zone extended to zone 10 (common iliac arteries). The patient had previously underwent thoracic endovascular aortic repair (tevar) procedure, on (B)(6) 2025 with placement of zta-pt-34-30-209 proximal and a zta-p-32-201 distal. Index procedure ((B)(6) 2025): the patient underwent endovascular repair, only abdominal stents and grafts are listed, no information about a thoracic graft is provided. Additional procedures included bilateral iliac angioplasty and femoral artery reconstruction. No endoleak or stent graft integrity issues were observed at the conclusion of the procedure. (B)(6) 2025 (post-op day 4): follow-up CT revealed a left-sided access site hematoma and a new type ia endoleak. (Related complaint). (B)(6) 2025 (post-op day 6): the patient underwent a secondary intervention, which included: stent placement at the left subclavian artery (lsa). Proximal aortic relining using a zta-p-38-167 with in situ fenestration for the lsa (bentley begraft peripheral 8x57 mm) covered stenting of the left external iliac artery (10x50 mm and 8x100 mm) surgical revision of the access site hematoma. (B)(6) 2025: a new aortic dissection was identified (related complaint). The site attributed this to the proximal aortic device placed during the secondary intervention zta-p-38-167, they also assessed as possibly related to the patient¿s fragile aorta and acute aortic arch anatomy. Management at this time was observational. As the devices were used in patient with horton arteritis it is considered off label use as device is not testet in patient with infected aorta. The complaint reported by the user was confirmed. Complaint is confirmed based on visual and/or functional inspection. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Event is related to the implanted stent graft. Images were returned for evaluation. The images were reviewed by clinical personnel and the following was determined: ¿two type 3a endoleaks, one from the overlap between the thoracic endograft and custom made device (cmd) placed at the first (index) procedure and tracking upwards in the sac, and the second one being bigger, and looks to be from the overlap between the zta-p-38-167 graft and the previously placed thoracic graft." And ¿no fault or failure of any of the endovascular devices, but problems almost certainly due to fragility of the vessel walls, most likely due to history and presence of giant cell arteritis (horton arteritis). Problems include the initial taaa, as well as the endoleaks and the retrograde dissection.¿ information about previously tevar was provided after the imaging review was performed. The patient had zta-pt-34-30-209 proximal and a zta-p-32-201 distal implanted on (B)(6) 2025, the study procedure with placement of an abdominal cmd on (B)(6) 2025. Then on (B)(6) 2025 a zta-pt-38-167 was implanted to treat a type 1a endoleak related to zta-pt-34-30-209. The 3a endoleaks the imaging reviewer found on CT images from (B)(6) 2025 is assessed to be between zta-38-167 and zta-pt-34-30-209 and the other one is between zta-32-201 and the cmd. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the patient had horton¿s arteritis and according to the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft have not been evaluated in patient with aortitis or inflammatory aneurysms. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified, per the imaging review the most likely cause of the difficulty described in the complaint including the type 3a endoleaks is due to the fragility of the vessel walls, related to patient underlying disease horton arteritis. In addition, an in-situ fenestration was performed on the zta device, it is unknown whether this contributed to the reported event. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-mdr2091: EU custom made aortic data collection project): endoleak type 3a identified during imaging review. A 76-year-old female presented with a primary diagnosis of a thoracoabdominal aortic (taaa) degenerative aneurysm. Pre-procedural imaging: preoperative CT imaging identified involvement of the celiac artery, superior mesenteric artery (sma), right renal artery (rra), and left renal artery (lra). The proximal landing zone was in zone 3 (first 2 cm distal to the left subclavian artery), and the distal landing zone extended to zone 10 (common iliac arteries). Index procedure (30jun2025): the patient underwent endovascular repair under general anaesthesia. Estimated blood loss was 600 ml, with approximately 243 ml of blood products administered intraoperatively. Additional procedures included bilateral iliac angioplasty and femoral artery reconstruction. No endoleak or stent graft integrity issues were observed at the conclusion of the procedure. Postoperative course: on (B)(6) 2025 (post-op day 4): follow-up CT revealed a left-sided access site hematoma and a new type ia endoleak. On (B)(6) 2025 (post-op day 6): the patient underwent a secondary intervention, which included: stent placement at the left subclavian artery (lsa). Proximal aortic relining using a zta-p-38-167 (lot e4340698) with in situ fenestration for the lsa (bentley begraft peripheral 8x57 mm). Covered stenting of the left external iliac artery (10x50 mm and 8x100 mm). Surgical revision of the access site hematoma. On (B)(6) 2025: a new aortic dissection was identified. The site attributed this to the proximal aortic device placed during the secondary intervention (zta-p-38-167, lot e4340698), they also assessed as possibly related to the patient¿s fragile aorta and acute aortic arch anatomy. Management at this time was observational. As the devices was used in patient with horton arteritis it is considered off label use as device is not testet in patient with infected aorta. Patient outcome: secondary intervention occurred to treat the type ia endoleak, aortic dissection and access site hematoma; proximal aortic relining (zta-p-38-167 lot e4340698) with in situ fenestration for lsa (bentley begraft peripheral 8x57mm) left external iliac artery covered stenting (10x50mm + 8x100mm) surgical wound revision.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016 h10) related report numbers: (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.